Manufacturer narrative:
An ocd field engineer (fe) visited the site. Investigation into this event found that the customer had left the cap on the diluent bottle prior to operating the provue. As a result, the probe bent when coming in contact with the diluent bottle cap. The fe replaced the probe and wash station, returning the analyzer to expected operation. The root cause of the malfunction was user error.

Event description:
A customer observed droplets on the foil of the mts gel cards while troubleshooting an error code. Fluid on top of the gel card foil could lead to cross contamination of fluids resulting in erroneous results which could lead to transfusion of incompatible blood. The customer aborted all testing, preventing potential reporting of erroneous results.